Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical engineering department with an unsigned note that stated, "patient pendant not working." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. The customer contact reported the device was retested using a test patient pendant and the device did not deliver a dose when the patient pendant was pressed. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by delivering a dose when the patient pendant was pressed. The device was received without a patient pendant. Testing was conducted using a test patient pendant. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.